Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer was using off label insulin and filling cartridges with insulin pens. Tandem technical support educated customer regarding proper insulin and cartridge load process and customer acknowledged. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.